Manufacturer narrative:
Device evaluated by MFR: the athletis device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 20mm distal from the proximal markerband. A visual and tactile examination identified a shaft kink approximately 190 proximal from the distal tip. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured just before reaching the pressure. The procedure continued without any issues using the same product. There was no patient complication as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter advanced for dilation. During the procedure, the balloon ruptured just before reaching the pressure. The procedure continued without any issues using the same product. There was no patient complication as a result of this event.